Event description:
It was reported that during an anterior resection/creation of loop ileostomy procedure, the device was used to join the bowel where the staple line was opened as a 2-0 prolene purse string suture was placed and the anvil of the stapler was fashioned inside. The suture was then tied. The device was then introduced through the rectum and advanced forward. The trocar was advanced just anterior to the staple line. The anvil and trocar were secured and tightened down. The stapler was fired and the stapler was opened with three half turns. At that point the surgeon felt that the stapler has not released completely and the tissue was tearing. Upon further manipulation, it became obvious that the back wall of the staple line had become completely torn and upon removing the suture, the entire staple line dehisced. The donuts were examined and the proximal donut was intact; however, the distal donut was very flimsy. At this point the proximal end of the sigmoid colon was open as was the distal rectal stump. The stump was over sewed as was the proximal sigmoid colon. The tissue itself appeared relatively healthy and the decision was made to re-anastomose and create a loop ileostomy. At this point, a new device was used and post firing the donuts were inspected and appeared intact completely circumferentially. A loop ileostomy was created and an ileostomy appliance was used. Surgery was prolonged 90 minutes, additional information obtained from operative report: the event doubled the or time. Patient tolerated the procedure well and was sent to recovery in stable condition. Estimated blood loss was about 300cc.

Manufacturer narrative:
Date sent: 09/24/2009. Evaluation summary: the analysis results found that the device arrived in good visual condition, void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking s[rings when as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. When removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed, and no anomalies were found during the manufacturing process. Not in firing range.